Manufacturer narrative:
Added information to section a2, b5, h6 (investigation findings and investigation conclusions). Updated information to section h6 - component code: "4756 - appropriate term/code not available" was updated to "4755 - part/component/sub-assembly term not applicable". Updated information to section h6 - device code(s): "2993 - adverse event without identified device or use problem" was updated to "1316 - difficult to insert". H11. Additional narrative/data: a device history record (DHR) review was unable to be performed because the lot number is unknown. The device was not returned to edwards lifesciences for further investigation, and no medical records or images were provided. Sizers are re-usable instruments that are re-sterilized after each use. They are often used until visible damage is detected. They are typically inspected by the operative team during cleaning and prior to packaging for re-sterilization and fractures can be visually detected. Based on the information available, the most likely cause is patient factors and per provided information "tissue of the aorta was very thin and fragile". There is no evidence to suggest an edwards manufacturing defect. The exact birth date of the patient is unknown, but it was reported that she was born in 1948. This year was used to estimate the patient age.

Event description:
Edwards received notification that, during sizing before implantation of a 8300ab25 valve, there was a little rupture in the wall below of the aorta due to the manipulation of sizing of the annulus. As reported, the tissue of the aorta was very thin and fragile. The rupture of the wall was sutured. The balloon pression was just below the 4,5 atmosphere maintained for 10 secs. Reportedly, there was not any issue related with the expansion of the balloon. During implantation of the valve, an hematoma was observed before closing the chest under the aortic ring on the ventricular side from the outside of the aorta. The case and implantation went with no issues , there was no paravalvular leak (pvl) on echo after implantation.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during sizing with a sizer model 1133 before implantation of a 8300ab25 valve there was a little rupture in the wall below of the aorta due to the manipulation of sizing of the annulus. A reported, the tissue of the aorta was very thin and fragile. During implantation of the valve, an hematoma was observed before closing the chest under the aortic ring on the ventricular side from the outside of the aorta. The balloon pression was just below 4,5 atmosphere. The case and implantation went with no issues , there was no paravalvular leak (pvl) on echo after implantation.

Manufacturer narrative:
Corrected data h6 (health effect - impact code): the code "4648 - insufficient information" was removed and replaced by "4632 - prolonged surgery". Corrected data h6 (device code): the code "1316 - difficult to insert" was removed and replaced by "1583 - inadequacy of device shape and/or size". H11. Additional narrative/data based on the available information; the complaint could not be confirmed. However, the most likely root cause of the reported event appears to be patient-related factors, as indicated by the event description, which noted that the tissue of the aorta was very thin and fragile.

Manufacturer narrative:
H6. Adverse event problem (health effect - clinical code) corrected. G4. Premarket identification (PMA/510(k) number). This field should be blank.